Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On the afternoon of (B)(6) 2012, the patient contacted animas and reported experiencing a blood glucose (bg) value of over 600mg/dl with thirst, nausea and vomiting. The patient stated that the elevated bg was probably due to using "bad" insulin. The patient reportedly felt well after replacing the insulin and his bg reportedly decreased to 334mg/dl. It was noted that the patient did not change the pump's time during daylight savings and that the pump's time was off by an hour. This complaint is being reported due to the allegation the patient experienced a hyperglycemic event while using insulin pump therapy. The patient reportedly was using bad insulin at the time and the pump's time was not updated for daylight savings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: a review of the last bolus delivery and the last basal were on (B)(6) 2014. A review of the black box and alarm history revealed no errors, alarms or warnings associated to the complaint. Due to continued use of the pump, the black box data and histories for the event on (B)(6) 2012 have been overwritten. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During evaluation, the pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The reported complaint was unable to be duplicated during investigation; the information for the complaint was found to be overwritten. Unrelated to the complaint, the pump was not detecting the correct force. The pump cover was removed; the force sensor resistance was found to be in specification. There was no evidence of contamination found in force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.